Event description:
It was reported that after a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the fenestrated bipolar forceps instrument exhibited thermal damage to the insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use, and nothing was found out of the ordinary. Arcing was not observed in the procedure and there was no injury to the patient. It is possible the instrument collided with another energy instrument. The surgeon does not know what caused the thermal damage to the instrument. The damage to the instrument was noticed after the surgery. The instrument has been returned back to isi. There are no photographic images of the device(s) or a video recording of the procedure. Patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode has not been determined

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.